Manufacturer narrative:
Updated sections: b4, e1(address, state, zip), g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit failed pim testing. There was no patient involved.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit failed pim testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6), event site telephone: (B)(6)). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.